Event description:
It was reported that a patient underwent an unknown respiratory procedure on an unknown date and suture was used. During an unknown respiratory surgery, the needle was broken, and a postoperative x-ray revealed it was still inside the patient's body. The response is unknown at this time, so it is being confirmed. It was a control release needle. The product was used on the dermis. No sample will be returned. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/25/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: what was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? Can you identify the lot number of the product used? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). This event occurred during a video-assisted thoracoscopic surgery for lung cancer, it had become common that the needle was unusually bent during suturing the dermis, and the bent part was manually returned to the original curve and used again. The needle was broken and went under the skin when the needle was bent twice and returned to the original curve and used again. The wound was closed using the broken needle for sutures without realizing that the needle had broken and the procedure was continued. It was noticed that the needle tip was missing during the final check at the surgery, and the needle was searched for in the operating room and an x ray was checked, but the x ray taken during surgery did not have a sufficient imaging range, and the needle remaining under the skin was not visible. The needle was found by an x ray the day after surgery. The needle was about half the length of the tip. The needle was left in the patient body, and the patient did not have an unusual feeling. No procedure has been performed to remove it, which would require a major invasive surgery because the exact location of the broken needle is unknown. There was no problem to the patient. The doctor commented that there was a problem with the way the needle was used, but there was also a problem that the hospital choose a thin needle (in this case: (B)(4), and it was necessary to change to a needle that was less likely to bend. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: as the lot number for the device involved in the event was not provided and the device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, the following was obtained: what was the size of the needle used? The size of the needle could not be obtained. * was more than half the needle retained in the patient? Approximately half the length of the needle tip was retained in the patient. * where is the needle retained; in what structure? The needle fragment is retained within the subcutaneous tissue. * are there plans to remove the retained needle piece? Removal has not been performed, as the precise location of the broken needle could not be identified. Surgical removal would require a highly invasive procedure. * can you identify the lot number of the product used? The lot number of the product used is unknown. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) dr. (B)(6). Corrected data: gtin.